Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up conducted with the doctor's office indicated the device reached battery depletion. Premature battery depletion was questioned because of how the device was programmed and the patient's use.

Event description:
It was reported that the device aborted charge due to possible output circuit damage. Patient expired.

Manufacturer narrative:
The field experience of an output anomaly was verified in the laboratory. Several arc marks were observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. It is believed that during a high voltage therapy delivery, the lead arced to the ICD can. The arcing damaged the device's high voltage output circuitry. The output anomaly was caused by lead damage.